Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was prime and rewind more than once. The customer¿s blood glucose level was unknown. The customer stated that there was no low battery warning. The customer stated that insulin pump did not help to decrease blood glucose even when insulin was given. Customer also stated that insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify under delivery anomaly, audio or vibrate anomaly, no delivery alarm, rewind anomaly, failed battery alert and prime or fill anomaly due to blank display.